Manufacturer narrative:
The concomitant products: c3 interface cable ¿ therapeutic model # d-1286-04-s, lot # unknown (customer disposed of); carto 3 model # m-4800-01, serial # (B)(4). (B)(4).

Event description:
It was reported that during a procedure, the customer received errors signals were limited on ECG, first bard then carto, then error 8 occurred. After rebooting the system the error stayed but they also had error 21 and red light on ECG card 1 and 3 at piu back. After restarting piu the issues were gone. But same problem was appeared and it seemed there was current leakage and it was a broken ECG cable in front of carto. Also they got an error change catheter and there was a leakage through the catheter. The nacl fluid was normally flushing and little tap at handle was ok but there was pure blood from catheter and was leaking at the connection of the catheter and cable. It came back from catheter and not through the sheet. By changing the catheter and the cable, the case was completed without any patient consequence. The patient was under local anesthesia.

Manufacturer narrative:
(B)(4) it was reported that during a procedure, the customer received errors signals were limited on ECG, first bard then carto, then error 8 occurred. After rebooting the system the error stayed but they also had error 21 and red light on ECG card 1 and 3 at piu back. After restarting piu the issues were gone. But same problem was appeared and it seemed there was current leakage and it was a broken ECG cable in front of carto. Also they got an error change catheter and there was a leakage through the catheter. The nacl fluid was normally flushing and little tap at handle was ok but there was pure blood from catheter and was leaking at the connection of the catheter and cable. It came back from catheter and not through the sheet. By changing the catheter and the cable, the case was completed without any patient consequence. The patient was under local anesthesia. Upon receipt, the catheter was visually inspected and the connector pins had dark - brown residues on them. Then per the reported event, an irrigation test was performed and catheter passed, no occlusion or leakage was observed. Then an electrical test was performed and catheter failed. Furthermore, the catheter was connected to the carto 3 and error 40 was displayed. Catheter was then dissected and it was noticed that the pc board assembly and connector had dark - brown residues, causing the improper signal condition. Due to the catheter did not have any internal leakage and customer reported that the blood was leaking from the proximal part of the device, it can be concluded that the blood moved externally from the distal to the proximal section of the catheter. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The customer complaint has been verified.